Manufacturer narrative:
Devices implanted and involved in this event: three conformable gore tag thoracic endoprostheses, unknown.

Event description:
On an unknown date in 2008, the patient was implanted with 2 conformable gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On an unknown date, and in the context of disease progression, follow-up imaging identified a distal type 1 endoleak which was resolved with a third conformable gore tag thoracic endoprosthesis. On an unknown date, follow-up imaging identified a proximal type 1 endoleak which was resolved with a medtronic device, covering the lsa. A surgical carotid-carotid bypass was placed. On unknown dates, the patient was diagnosed with a thoracoabdominal aneurysm and a type iii endoleak was identified in the distal thoracic endoprosthesis implanted in 2008. On (B)(6) 2015, the physicians performed open surgery with the intention to repair both issues. Two conformable gore tag thoracic endoprostheses were removed. The patient reportedly expired during the intervention due to exsanguination in connection with a thrombus removal and other multifactorial intraoperative issues.

Event description:
On an unknown date, the patient was implanted with gore® tag® thoracic endoprostheses to treat a thoracic aneurysm. On an unknown date, follow-up imaging identified a suspected type iii endoleak, a potential tear/disruption of the graft material in one of the thoracic endoprostheses. It was reported that on (B)(6) 2015, the patient underwent open thoracic repair, whereby all devices were to be explanted. Reportedly, during the procedure the patient suffered acute blood loss and expired due to exsanguination.

Manufacturer narrative:
Added implant date (estimated). Please note: the exact implant date is unknown and is being estimated at (B)(6), 2008. Correction of conclusion code 22: according to the conformable gore tag thoracic endoprosthesis instructions for use (IFU), adverse events that may occur include, but are not limited to endoleak, bleeding complications, surgical conversion, and death. As the lot numbers for the three conformable gore tag thoracic endoprostheses involved in this event are unknown, the respective UDI numbers are not available.

Event description:
On an unknown date in 2008, the patient was implanted with two conformable gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm extending from the junction of the left subclavian artery (lsa) to the descending aorta. The devices were implanted up to the lsa, not covering it. On an unknown date, follow-up imaging identified a distal type I endoleak reportedly due to disease progression. On an unknown date, an additional conformable gore tag device was implanted distally to repair the distal type I endoleak. On an unknown date, follow-up imaging identified a proximal type I endoleak reportedly due to disease progression into the aortic arch with no evidence of aneurysm enlargement. On an unknown date, a medtronic device was implanted extending to the innominate artery, covering the lsa and left common carotid artery. A surgical carotid-carotid-subclavian bypass was also performed. On an unknown date, the patient was diagnosed with a newly developed thoracoabdominal aneurysm (taaa). On an unknown date, a type iii endoleak reportedly due to a hole was identified in the second most distal conformable gore tag device. Thrombus accumulation around the devices was also identified. On (B)(6), 2015, an open surgery was performed to treat the type iii endoleak and taaa. It was reported that the most distal tag device was explanted, and a surgical graft was sewn in to the aorta distally and to the second most distal tag device proximally. However, the sutures reportedly did not hold well and the patient lost blood. It was then decided to explant the next distal device and sew in a reportedly longer surgical graft. The graft was sewn in distally to the aorta and proximally into the remaining most proximal tag device, and the sutures reportedly held well. At some point during the open procedure and prior to the taaa repair, a thrombectomy was reportedly performed to remove the thrombus from the aorta in order to make room for the surgical grafts. It was reported the thrombectomy caused additional blood loss, and the patient received 15 liters of blood transfusions throughout the procedure. However, the patient hemorrhaged and expired during the procedure due to exsanguination.

Manufacturer narrative:
(B)(4). A review of the manufacturing records could not be performed as the lot number was not available. Complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to surgical conversion and death.